Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 5/10/2018 with the following findings: review of the black box showed evidence of a partially discharged battery being installed resulting in a replace battery alarm on the complaint date. On investigation, the pump powered on normally using the returned battery cap, which was able able to fully tighten. Electrical current draws were within specifications. There was no evidence of damage, defect or contamination of the pump¿s internal components. A "battery life" issue was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.